Event description:
It was reported that the patient presented 1-3 days post-op a radiofrequency multigen lesion procedure to the ER with burns on the left lumbar skin. The physician reported nothing abnormal was noticed during the procedure.